Event description:
Note: this report pertains to one of two complaint rigiflex balloons used in the same procedure. Manufacturer report # 3005099803-2011-03325 addresses the first balloon and manufacturer report # 3005099803-2011-03326 addresses the second balloon. It was reported to boston scientific corporation on (B)(6), 2011 that two rigiflex ii balloon dilatation catheters were used during a dilatation procedure of the cricopharyngeal muscle performed on (B)(6), 2011. According to the complainant, the patient has undergone this procedure for the past two years due to cricopharyngeal dysfunction. During this procedure, a rigid scope was placed at the stricture and the first balloon was advanced through the scope. Inflation was attempted, however the balloon would not hold pressure. The balloon was withdrawn and a leak and a small, thin rupture were noted at the top end of the balloon. The second balloon was advanced through the scope; however when inflation was attempted the balloon would not hold pressure and a leak and a small, thin rupture were noted at the bottom of the balloon. No pieces of either device detached inside the patient. It was reported that no damage was noted to the balloons during unpacking or when advancing the devices through the scope. Additionally, no damage was noted to the packaging of either device. It should be noted that the rigiflex balloon is not indicated to be advanced through a scope. The procedure was completed with a cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint rigiflex balloons used in the same procedure. Manufacturer report # 3005099803-2011-03325 addresses the first balloon and manufacturer report # 3005099803-2011-03326 addresses the second balloon. It was reported to boston scientific corporation on (B)(6), 2011 that two rigiflex ii balloon dilatation catheters were used during a dilatation procedure of the cricopharyngeal muscle performed on (B)(6), 2011. According to the complainant, the patient has undergone this procedure for the past two years due to cricopharyngeal dysfunction. During this procedure, a rigid scope was placed at the stricture and the first balloon was advanced through the scope. Inflation was attempted, however the balloon would not hold pressure. The balloon was withdrawn and a leak and a small, thin rupture were noted at the top end of the balloon. The second balloon was advanced through the scope; however when inflation was attempted the balloon would not hold pressure and a leak and a small, thin rupture were noted at the bottom of the balloon. No pieces of either device detached inside the patient. It was reported that no damage was noted to the balloons during unpacking or when advancing the devices through the scope. Additionally, no damage was noted to the packaging of either device. It should be noted that the rigiflex balloon is not indicated to be advanced through a scope. The procedure was completed with a cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The returned device was attempted to be inflated with water, however the balloon leaked at the proximal shoulder. Visual evaluation was performed; under magnification, a 2mm long jagged tear with 3.5mm long abrasion marks was observed. Based on the condition of the returned device, the reported event that the balloon leaked was confirmed. It is likely that the noted damage was due to interaction of the balloon with the scope; during the procedure, the device was advanced through the scope which is against the directions for use (dfu) indicating the device not to be advanced through an endoscope. Therefore, the most probable root cause for this complaint is related to use/user error. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.